Event description:
While using cautery with the smoke evacuator bovie at the incision site of the left forearm, the plastic over the bovie tip got hot and burnt the skin. Dr. (B)(6) was able to remove the small part of the skin and close the incision like normal.